Event description:
It was reported that during a subtotal gastrectomy procedure, when using the stapler and tried to shut the knob was stuck, to exert force the stapler was broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Results: adjusting knob. The analysis results showed that the tl90 device was received with the handle open and without cartridge present on the device. No functional test could be performed due to the conditions of the returned device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.